Event description:
It was reported that the insulin pump had blank display. Customer stated it was impossible to restart the insulin pump due to blank display. No further information provided.

Manufacturer narrative:
No unexpected blank display noted. All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the connector and or lcd isolation tape noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).